Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Update: device available for eval apr 18, 2017. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Correct: lot number - j3786159u, exp. Date ¿ feb 13, 2027, manufactured ¿ feb 13, 2017.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product shows that the shrink wrap appears to have been cut open along the edges of the flap consistent with being opened during use. The carton shows signs of damage on sides and appears to have been ripped open. Additionally, it was noted that the carton appears to be bulging. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Review with the packaging group determined that the most likely root cause was that the packaging was damaged during use when the product was being opened. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the device was received, the packaging appeared to have exploded. No adverse events have been reported as a result of the malfunction.